Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade. The bwi product analysis lab received the device for evaluation on 07-oct-2024. The device evaluation was completed on 17-oct-2024. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, irrigation, deflection, temperature or electrical issues were found; however; during the test, an error 106 was displayed on the system due to an open circuit in the connector area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The 106 error observed was not reported by the customer. The potential cause of the open circuit could not be determined. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. During the product investigation, retrieved the lot number as originally was not provided. Therefore, processed the d4. Lot, d4. Expiration date, d4. Primary UDI number and h4. Device manufacture date. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of ¿an error 106 displayed due to an open circuit in the connector area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade. During a persistent atrial fibrillation+ cavotricuspid isthmus (cti), the patient suffered a cardiac tamponade. Pentaray catheter and thermocool smarttouch sf catheter was used. Ablated with ngen. No impedance dropped (have been normal). Three hour delay. Completed the procedure successfully. Additional information was received. The transseptal puncture was performed with the abbott brk needle. The adverse event must have happened during the ablation phase; however, it was discovered after they completed the procedure. The adverse event was discovered post use of biosense webster products. No evidence of a steam pop. The intervention provided was complication management. The outcome of the adverse event was fully recovered (no residual effects). Normal flow settings for thermocool smarttouch sf catheter. The physician said the location of the perforation was probably the right atrium during the cti ablation.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).